Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the dissection event has been requested but has not yet been received. If additional information is received a supplemental report will be submitted. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of the left anterior descending artery, which was heavily calcified. Surgery was consulted prior to the procedure to discuss the possibility of slow flow/no reflow due to the heavy calcific burden, lesion length and mid to distal location in the vessel, with small outflow. Oa was performed for three treatment passes on low speed, with imaging showing good flow and no dissections. After the fourth treatment pass the patient briefly experienced bradycardia, and imaging again revealed good flow and no dissections. The patient reported chest tightness, and two more treatment passes on low speed were performed. Imaging revealed no flow, and the diamondback coronary orbital atherectomy device (oad) was removed. Nicardipine was administered, and the patient complained of chest pain. Four balloon inflations were performed along with an additional 100 mcg of nicardipine. Imaging at this time revealed a dissection and 4 more balloon inflations were performed, along with additional administration of nicardipine and nitroglycerine. Imaging showed some flow in the distal area of the vessel. An attempt to place a stent was unsuccessful, and five more balloon inflations were performed. Imaging then revealed small improvement to the flow. As the patient was transferred to surgery for a coronary artery bypass graft, contrast showed continued flow improvement and a balloon pump was inserted as a precaution. The bypass was successful, and the patient was discharged and reportedly fine. Per the physician, the slow flow/no flow event was due to debris from atherectomy, which was too great for the outflow to accommodate. The dissection was not a contributing factor to the lack of flow events.